Manufacturer narrative:
04-jun-2025: complained product will not be not available.

Event description:
Metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit...toothbrush head no longer remains connected¿falls off very easily from the toothbrush- oral-b power toothbrush [device breakage], brush heads having started to come loose while brushing [device connection issue] . Case narrative: consumer via e-mail stated that the metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit, so the toothbrush head no longer remains connected and falls off very easily from the toothbrush. No injury was reported. 05-jun-2025: evaluation / investigation code information updated by information available on 04-jun-2025. 06-jun-2025: adverse event added by information available on 31-may-2025. 09-jun-2025: batch/lot no. Added in suspect product on 06-jun-2025.

Manufacturer narrative:
04-jun-2025: complained product will not be not available.

Event description:
Metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit...toothbrush head no longer remains connected¿falls off very easily from the toothbrush- oral-b power toothbrush [device breakage] , brush heads having started to come loose while brushing [device connection issue] . Case narrative: consumer via e-mail stated that the metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit, so the toothbrush head no longer remains connected and falls off very easily from the toothbrush. No injury was reported. 05-jun-2025: evaluation / investigation code information updated by information available on 04-jun-2025. 06-jun-2025: adverse event added by information available on 31-may-2025. 09-jun-2025: batch/lot no. Added in suspect product on 06-jun-2025.

Event description:
Metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit...toothbrush head no longer remains connected¿falls off very easily from the toothbrush- oral-b power toothbrush [device breakage]. Brush heads having started to come loose while brushing [device connection issue] . Case narrative: consumer via e-mail stated that the metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit, so the toothbrush head no longer remains connected and falls off very easily from the toothbrush. No injury was reported. 05-jun-2025: evaluation / investigation code information updated by information available on 04-jun-2025. 06-jun-2025: adverse event added by information available on 31-may-2025. 09-jun-2025: batch/lot no. Added in suspect product on 06-jun-2025.

Manufacturer narrative:
04-jun-2025: complained product will not be not available.

Event description:
Metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit...toothbrush head no longer remains connected¿falls off very easily from the toothbrush- oral-b power toothbrush [device breakage]. Brush heads having started to come loose while brushing [device connection issue]. Case narrative: consumer via e-mail stated that the metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit, so the toothbrush head no longer remains connected and falls off very easily from the toothbrush. No injury was reported. Follow up: evaluation / investigation code information updated by information available on 04-jun-2025. Follow up: adverse event added by information available on 31-may-2025. Follow up: batch/lot no. Added in suspect product on 06-jun-2025. Follow up: concomitant product updated.

Manufacturer narrative:
04-jun-2025: complained product will not be available.

Manufacturer narrative:
06-aug-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit...toothbrush head no longer remains connected¿falls off very easily from the toothbrush- oral-b power toothbrush [device breakage]. Brush heads having started to come loose while brushing [device connection issue]. Case narrative: consumer via e-mail stated that the metal shaft where the toothbrush head connects with the actual toothbrush had broken a bit, so the toothbrush head no longer remains connected and falls off very easily from the toothbrush. No injury was reported. Follow up: evaluation / investigation code information updated by information available on 04-jun-2025. Follow up: adverse event added by information available on 31-may-2025. Follow up: batch/lot no. Added in suspect product on 06-jun-2025. Follow up: concomitant product updated. Follow up: complained product received - user handling was identified as root cause for the complaint.